Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k031216. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monoplus c suture. The client (veterinarian) reported that the thread breaks when tying the knot. No more information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open cassette. The date of cassette's opening is not written. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. We have tested the knot pull tensile strength of the thread of the cassette received and the results do not fulfil the requirements of the european pharmacopoeia (ep). However, as the date of cassette's opening is not received, a proper analysis cannot be performed. Thread degrades by hydrolysis because of air humidity, therefore it must be used within 4 months once opened as indicated on cassette label: once opened, the content of the cassette should be used within 4 months and prior to expiration date. Final conclusion: in spite of receiving a defective cassette, without closed samples or a cassette with the date of cassette's opening written and within the 4 months after opening, a suitable analysis cannot be performed. Nevertheless, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.